Event description:
It was reported that a patient was experiencing an over stimulation sensation with their second implant. It was noted that the first implant had worked well, but the second one made the patient "feel worse." After trying reprogramming the implantable neurostimulator (ins) was turned off for "longer and longer" periods of time. It was stated that the patient had "felt better" and her symptoms were being managed by medication. When stimulation was off the patient still felt "a change in her body" when she used her cell phone for texting. It was noted that the reed switch had been turned off. It was also noted that the patient had falls in the past. It was stated that the patient had dystonia and parkinson's disease. About 6 weeks later it was reported from the health care provider (hcp) that there was no patient hospitalization or injury. The hcp had not received a call regarding this event. About six months later it was reported that the patient's reed switch had been turned off, but the patient went to a new hospital where it was turned back on. It was stated that the patient's reed switch was switching on and off due to the "magnetic fields in her mobile home." It was stated that the patient's doctor did not know what a reed switch was and the patient wanted to meet with a company representative. It was also reported that the patient's silverware would "bother" her when she ate because "it came into contact with her stimulator." The patient also had issues when she used the phone, stove, or microwave. It was stated that the patient was getting interference from being in her mobile home. Three days later it was reported that the patient's reed switch was on and the patient wanted help turning it off. It was stated the patient would cry because her device was bothering her. The patient wanted to go outside because it was better for her than being in her home. It was noted that the doctor told the patient that she was "peculiar" and there was nothing they could do for her. It was also noted that the hcp shut the ins off a year ago. The patient was "doing ok" strictly taking medication. Then it was stated that the medication was not helping all the way so the ins was turned back on. It was reported that the patient "keeps falling." The patient fell on the morning of this report and "scraped her back." It was stated that the patient "falls all the time and can't" even walk or standup". When the patient does get up it was stated that "her speech was screwed up especially around electrical equipment and silverware." Two days later it was reported that the patient saw a company representative. It was stated that the magnet switch was already set to off. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type; extension: product ID 3387-40, lot# v004552, implanted: (B)(6) 2006. Product type: lead: product ID 3387-40, lot# v004552, implanted: (B)(6) 2006. Product type: lead. (B)(4).